Manufacturer narrative:
Device received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported her insulin pump is cracked. Customer's blood glucose is 192 mg/dl. She stated there are two cracks that come down from the corners of the screen. The reservoir compartment is also cracked. Customer works at a day care, so the damage may just be from normal work. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.